Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jc9c, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a por (power on reset) code. The therapy had turned off and reset to shipping parameters when synched with ins (stimulator). A fall was related to this issue. The patient fell on the right side where implant was. The patient had a loss of therapeutic effect. There was a gradual change in therapy/symptoms. Since her fall, she had noticed that her symptoms had returned and the onset was gradual. The return of symptoms were reportedly during (B)(6) 2015.